Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), fallopian tube perforation ("my coils had perforated my fallopian tube and that my ovaries/ malposition of essure device location of device lodged in fallopian tube/migration of essure device:inside wall of fallopian tube"), genital haemorrhage ("bleeding"), suicidal ideation ("suicidal thoughts"), ovarian perforation ("my coils had perforated my fallopian tube and that my ovaries") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" on (B)(6) 2009 and device deployment issue "that the right coils wasn't place properly/ complications at the time of essure placement procedure" on (B)(6) 2009. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2004, (B)(6) 2006), tonsillitis and adenoidectomy. Previously administered products included for birth control: ortho micronor from (B)(6) 2007 to (B)(6) 2008 and ortho tri cycle from 2006 to (B)(6) 2007; for an unreported indication: depo provera. Concurrent conditions included overweight and endometriosis externa. Concomitant products included acetazolamide (diamox) (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: to the metal in the coils"), cystitis ("bladder infections") and urinary tract infection ("urinary tract infection"). In 2014, the patient experienced the first episode of dyspareunia ("severe dyspareunia"), dysmenorrhoea ("dysmenorrhea/pain during periods") and female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), ovarian perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual discomfort ("complications from menstruation"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swings"), depression ("always depressed"), acrochordon ("skin tags"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vision blurred ("blurry vision"), photopsia ("light sin her vision"), weight increased ("weight gain"), visual field defect ("loss of peripheral vision temporary"), alopecia ("hair loss"), dysgeusia ("metallic taste in my mouth"), abdominal pain lower ("lower right abdomen pain"), back pain ("lower back right side pain"), rash ("unknown rash"), fallopian tube neoplasm ("fallopian tubes poyp"), fallopian tube cyst ("fallopian tube cyst"), uterine polyp ("uterus polyp") and uterine cyst ("uterus cyst"). The patient was treated with oral contraceptive nos, tramadol,and surgery (diagnostic c laparoscopy, total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower and back pain was resolving and the fallopian tube perforation, genital haemorrhage, suicidal ideation, ovarian perforation, uterine haemorrhage, menstrual discomfort, vaginal haemorrhage, menorrhagia, dysmenorrhoea, the last episode of dyspareunia, mood swings, depression, allergy to metals, cystitis, urinary tract infection, acrochordon, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, vision blurred, photopsia, weight increased, visual field defect, alopecia, dysgeusia, rash, fallopian tube neoplasm, fallopian tube cyst, uterine polyp and uterine cyst outcome was unknown. The reporter considered abdominal pain lower, acrochordon, allergy to metals, alopecia, back pain, bladder disorder, cystitis, depression, dysgeusia, dysmenorrhoea, fallopian tube cyst, fallopian tube neoplasm, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual discomfort, migraine, mood swings, nausea, ovarian perforation, pelvic pain, photopsia, rash, suicidal ideation, tooth disorder, urinary tract disorder, urinary tract infection, uterine cyst, uterine haemorrhage, uterine polyp, vaginal discharge, vaginal haemorrhage, vision blurred, visual field defect, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: she had not allege with birth defects. Essure implants placed in both tubal ostia without complication, rings 4 right and rings 4 left after placement. 12 rings were in the uterus. There was no evidence of incidental uterine perforation at any point during the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Abnormal test result- cervix, uterus, bilateral tubes and ovaries submitted to pathology for reading. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jul-2018: outcome of event: pelvic pain , back pain, abdominal pain lower were updated to recovering/resolving. Onset dates of events updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("bleeding") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menstrual disorder ("complications from menstruation "), dyspareunia ("severe dyspareunia"), genital haemorrhage (seriousness criterion medically significant) and pain ("physical pain"). The patient was treated with oral contraceptive nos and surgery (diagnostic laparoscopy, total abdominal hysterectomy, bilateral salpingectomy-oophorectomy). Essure was withdrawn. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia, genital haemorrhage and pain outcome was unknown. The reporter considered pelvic pain, menstrual disorder, dyspareunia, genital haemorrhage and pain to be related to essure. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced severe pelvic pain and bleeding (genital bleeding) amongst non-serious events. Consumer underwent a diagnostic laparoscopy, total abdominal hysterectomy and bilateral salpingectomy-oophorectomy almost five years after essure insertion. Both pelvic pain and genital bleeding are anticipated in essure's reference safety information. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident as a surgery procedure was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain pelvic"), fallopian tube perforation ("my coils had perforated my fallopian tube and that my ovaries/ malposition of essure device location of device lodged in fallopian tube/migration of essure device:inside wall of fallopian tube"), genital haemorrhage ("bleeding"), suicidal ideation ("suicidal thoughts"), ovarian perforation ("my coils had perforated my fallopian tube and that my ovaries") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" on (B)(6) 2009 and device deployment issue "that the right coils wasn't place properly/ complications at the time of essure placement procedure" on (B)(6) 2009. The patient's medical history included gravida ii, parity 2 ((B)(6) 2004, (B)(6) 2006), tonsillitis and adenoidectomy. Abnormal test result- cervix, uterus, bilateral tubes and ovaries submitted to pathology for reading. Previously administered products included for birth control: ortho micronor from (B)(6) 2007 to (B)(6) 2008 and ortho tri cycle from 2006 to (B)(6) 2007; for an unreported indication: mircette and depo provera. Concurrent conditions included overweight and endometriosis externa. Concomitant products included acetazolamide (diamox)(B)(6) 2011 to (B)(6) 2012, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ethinylestradiol;norethisterone (necon 10/11)(B)(6) 2009to (B)(6) 2009, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009 to (B)(6) 2009, norethisterone (mini-pill)(B)(6) 2009 to (B)(6) 2009 and paracetamol (acetaminophen). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea/pain during periods"), mood swings ("mood swings"), anxiety ("anxiety / psychological or psychiatric problems condition: mental anguish"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia/apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), dermatitis allergic ("allergic or hypersensitivity reaction type: unknown rashes") and depression ("always depressed / psychological or psychiatric problems condition: depression") and was found to have acrochordon ("allergic or hypersensitivity reaction type: skin tags"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced the first episode of dyspareunia ("severe dyspareunia / dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced allergy to metals ("allergic or hypersensitivityreaction type:to the metal in the coils") and cystitis ("bladder infections"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), ovarian perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual discomfort ("complications from menstruation"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vision blurred ("blurry vision"), photopsia ("light sin her vision"), visual field defect ("loss of peripheral vision temporary"), alopecia ("hair loss"), dysgeusia ("metallic taste in my mouth"), abdominal pain lower ("lower right abdomen pain"), back pain ("lower back right side pain"), fallopian tube cyst ("fallopian tube cyst"), uterine polyp ("uterus polyp"), uterine cyst ("uterus cyst") and abdominal pain ("abdominal area pain") and was found to have weight increased ("weight gain") and fallopian tube neoplasm ("fallopian tubes poyp"). The patient was treated with oral contraceptive nos, tramadol and surgery (diagbostic laparoscopy, total hysterectomy bilateral salpingo-oopherectomy., diagnostic laparoscopy, total abdominal hysterectomy, bilateral salpingectomy-oophorectomy, total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy and diagnostic c laparoscopy, total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, back pain and abdominal pain was resolving and the fallopian tube perforation, genital haemorrhage, suicidal ideation, ovarian perforation, uterine haemorrhage, menstrual discomfort, vaginal haemorrhage, menorrhagia, dysmenorrhoea, the last episode of dyspareunia, mood swings, anxiety, allergy to metals, cystitis, urinary tract infection, acrochordon, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, vision blurred, photopsia, weight increased, visual field defect, alopecia, dysgeusia, dermatitis allergic, fallopian tube neoplasm, fallopian tube cyst, uterine polyp, uterine cyst and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acrochordon, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, fallopian tube cyst, fallopian tube neoplasm, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual discomfort, migraine, mood swings, nausea, ovarian perforation, pelvic pain, photopsia, suicidal ideation, tooth disorder, urinary tract disorder, urinary tract infection, uterine cyst, uterine haemorrhage, uterine polyp, vaginal discharge, vaginal haemorrhage, vision blurred, visual field defect, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: she had not allege with birth defects. Essure implants placed in both tubal ostia without complication, rings 4 right and rings 4 left after placement. 12 rings were in the uterus. There was no evidence of incidental uterine perforation at any point during the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-apr-2019: pfs received. Medical history, concomitant drug, treatment drug and historical drug were added. Event : abdominal area pain were added. Event verbatim were updated as severe pelvic pain/pain pelvic, apareunia/apareunia(inability to have sexual intercourse). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), fallopian tube perforation ("my coils had perforated my fallopian tube and that my ovaries/ malposition of essure device location of device lodged in fallopian tube/migration of essure device:inside wall of fallopian tube"), genital haemorrhage ("bleeding"), suicidal ideation ("suicidal thoughts"), ovarian perforation ("my coils had perforated my fallopian tube and that my ovaries") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" on (B)(6) 2009 and device deployment issue "that the right coils wasn't place properly/ complications at the time of essure placement procedure" on (B)(6) 2009. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2004, (B)(6) 2006), tonsillitis and adenoidectomy. Previously administered products included for birth control: ortho micronor from (B)(6) 2007 to (B)(6) 2008 and ortho tri cycle from 2006 to (B)(6) 2007; for an unreported indication: depo provera. Concurrent conditions included overweight and endometriosis externa. Concomitant products included acetazolamide (diamox)(B)(6) 2011 to (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea/pain during periods"), mood swings ("mood swings"), anxiety ("anxiety"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia"), acrochordon ("skin tags"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), rash ("unknown rash") and depression ("always depressed"). In 2011, the patient experienced allergy to metals ("allergic or hypersensitivityreaction type:to the metal in the coils") and cystitis ("bladder infections"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of dyspareunia ("severe dyspareunia"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), ovarian perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual discomfort ("complications from menstruation"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vision blurred ("blurry vision"), photopsia ("light sin her vision"), weight increased ("weight gain"), visual field defect ("loss of peripheral vision temporary"), alopecia ("hair loss"), dysgeusia ("metallic taste in my mouth"), abdominal pain lower ("lower right abdomen pain"), back pain ("lower back right side pain"), fallopian tube neoplasm ("fallopian tubes poyp"), fallopian tube cyst ("fallopian tube cyst"), uterine polyp ("uterus polyp") and uterine cyst ("uterus cyst"). The patient was treated with oral contraceptive nos, tramadol, surgery (diagnostic laparoscopy, total abdominal hysterectomy, bilateral salpingectomy-oophorectomy), surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy), surgery (diagbostic laparoscopy, total hysterectomy bilateral salpingo-oopherectomy.) And surgery (diagnostic c laparoscopy, total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower and back pain was resolving and the fallopian tube perforation, genital haemorrhage, suicidal ideation, ovarian perforation, uterine haemorrhage, menstrual discomfort, vaginal haemorrhage, menorrhagia, dysmenorrhoea, the last episode of dyspareunia, mood swings, anxiety, allergy to metals, cystitis, urinary tract infection, acrochordon, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, vision blurred, photopsia, weight increased, visual field defect, alopecia, dysgeusia, rash, fallopian tube neoplasm, fallopian tube cyst, uterine polyp, uterine cyst and depression outcome was unknown. The reporter considered abdominal pain lower, acrochordon, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysgeusia, dysmenorrhoea, fallopian tube cyst, fallopian tube neoplasm, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual discomfort, migraine, mood swings, nausea, ovarian perforation, pelvic pain, photopsia, rash, suicidal ideation, tooth disorder, urinary tract disorder, urinary tract infection, uterine cyst, uterine haemorrhage, uterine polyp, vaginal discharge, vaginal haemorrhage, vision blurred, visual field defect, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: she had not allege with birth defects. Essure implants placed in both tubal ostia without complication, rings 4 right and rings 4 left after placement. 12 rings were in the uterus. There was no evidence of incidental uterine perforation at any point during the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Abnormal test result- cervix, uterus, bilateral tubes and ovaries submitted to pathology for reading quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-oct-2018: pfs received- new event anxiety were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic'), fallopian tube perforation ('my coils had perforated my fallopian tube and that my ovaries/ malposition of essure device location of device lodged in fallopian tube/migration of essure device:inside wall of fallopian tube'), ovarian perforation ('my coils had perforated my fallopian tube and that my ovaries'), uterine haemorrhage ('abnormal uterine bleeding'), genital haemorrhage ('bleeding') and suicidal ideation ('suicidal thoughts') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "that the right coils wasn't place properly/ complications at the time of essure placement procedure" on (B)(6) 2009 and device monitoring procedure not performed "she did not undergo an essure confirmation test" on (B)(6) 2009. The patient's medical history included gravida ii, parity 2 ((B)(6) 2004, (B)(6) 2006), tonsillitis and adenoidectomy. Abnormal test result- cervix, uterus, bilateral tubes and ovaries submitted to pathology for reading. Previously administered products included for birth control: ortho micronor from (B)(6) 2007 to (B)(6) 2008 and ortho tri cycle from 2006 to (B)(6) 2007; for an unreported indication: mircette and depo provera. Concurrent conditions included overweight and endometriosis externa. Concomitant products included acetazolamide (diamox) (B)(6) 2011 to (B)(6) 2012, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ethinylestradiol;norethisterone (necon 10/11) (B)(6) 2009 to (B)(6) 2009, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009 to (B)(6) 2009, norethisterone (mini-pill) (B)(6) 2009 to (B)(6) 2009 and paracetamol (acetaminophen). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea/pain during periods"), mood swings ("mood swings"), anxiety ("anxiety / psychological or psychiatric problems condition: mental anguish"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia/apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), dermatitis allergic ("allergic or hypersensitivity reaction type: unknown rashes") and depression ("always depressed / psychological or psychiatric problems condition: depression") and was found to have acrochordon ("allergic or hypersensitivity reaction type: skin tags"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced dyspareunia ("severe dyspareunia / dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced allergy to metals ("allergic or hypersensitivityreaction type:to the metal in the coils") and cystitis ("bladder infections"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), menstrual discomfort ("complications from menstruation"), painful intercourse ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vision blurred ("blurry vision"), photopsia ("light sin her vision"), visual field defect ("loss of peripheral vision temporary"), alopecia ("hair loss"), dysgeusia ("metallic taste in my mouth"), abdominal pain lower ("lower right abdomen pain"), back pain ("lower back right side pain"), fallopian tube cyst ("fallopian tube cyst"), uterine polyp ("uterus polyp"), uterine cyst ("uterus cyst") and abdominal pain ("abdominal area pain") and was found to have weight increased ("weight gain") and fallopian tube neoplasm ("fallopian tubes poyp"). The patient was treated with oral contraceptive nos, tramadol and surgery (diagbostic laparoscopy, total hysterectomy bilateral salpingo-oopherectomy., diagnostic laparoscopy, total abdominal hysterectomy, bilateral salpingectomy-oophorectomy, total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy and diagnostic c laparoscopy, total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, back pain and abdominal pain was resolving, the fallopian tube perforation, ovarian perforation, uterine haemorrhage, suicidal ideation, menstrual discomfort, dyspareunia, dysmenorrhoea, painful intercourse, mood swings, anxiety, cystitis, urinary tract infection, acrochordon, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, vision blurred, photopsia, weight increased, visual field defect, alopecia, dysgeusia, fallopian tube neoplasm, fallopian tube cyst, uterine polyp, uterine cyst and depression outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals and dermatitis allergic had resolved. The reporter considered abdominal pain, abdominal pain lower, acrochordon, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube neoplasm, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual discomfort, migraine, mood swings, nausea, ovarian perforation, pelvic pain, photopsia, suicidal ideation, tooth disorder, urinary tract disorder, urinary tract infection, uterine cyst, uterine haemorrhage, uterine polyp, vaginal discharge, vaginal haemorrhage, vision blurred, visual field defect, weight increased and painful intercourse to be related to essure. The reporter commented: she had not allege with birth defects. Essure implants placed in both tubal ostia without complication, rings 4 right and rings 4 left after placement. 12 rings were in the uterus. There was no evidence of incidental uterine perforation at any point during the procedure. Plaintiff revived treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic'), fallopian tube perforation ('my coils had perforated my fallopian tube and that my ovaries/ malposition of essure device location of device lodged in fallopian tube/migration of essure device:inside wall of fallopian tube'), ovarian perforation ('my coils had perforated my fallopian tube and that my ovaries'), abnormal uterine bleeding ('abnormal uterine bleeding'), genital haemorrhage ('bleeding') and suicidal ideation ('suicidal thoughts') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "that the right coils wasn't place properly/ complications at the time of essure placement procedure" on (B)(6) 2009 and device monitoring procedure not performed "she did not undergo an essure confirmation test" on (B)(6) 2009. The patient's medical history included gravida ii, parity 2 ((B)(6) 2004, (B)(6) 2006), tonsillitis, adenoidectomy and chronic cervicitis. Abnormal test result- cervix, uterus, bilateral tubes and ovaries submitted to pathology for reading. Previously administered products included for birth control: ortho micronor from (B)(6) 2007 to (B)(6) 2008 and ortho tri cycle from 2006 to (B)(6) 2007; for an unreported indication: mircette and depo provera. Concurrent conditions included overweight and endometriosis externa. Concomitant products included acetazolamide (diamox)(B)(6) 2011 to (B)(6) 2012, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ethinylestradiol;norethisterone (necon 10/11) (B)(6) 2009, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009, norethisterone (mini-pill) (B)(6) 2009 and paracetamol (acetaminophen). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea/pain during periods"), mood swings ("mood swings"), anxiety ("anxiety / psychological or psychiatric problems condition: mental anguish"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia/apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), dermatitis allergic ("allergic or hypersensitivity reaction type: unknown rashes") and depression ("always depressed / psychological or psychiatric problems condition: depression") and was found to have acrochordon ("allergic or hypersensitivity reaction type: skin tags"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2011, the patient experienced dyspareunia ("severe dyspareunia / dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced allergy to metals ("allergic or hypersensitivityreaction type:to the metal in the coils") and cystitis ("bladder infections"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), menstrual discomfort ("complications from menstruation"), painful intercourse ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vision blurred ("blurry vision"), photopsia ("light sin her vision"), visual field defect ("loss of peripheral vision temporary"), alopecia ("hair loss"), dysgeusia ("metallic taste in my mouth"), abdominal pain lower ("lower right abdomen pain"), back pain ("lower back right side pain"), fallopian tube cyst ("fallopian tube cyst"), uterine polyp ("uterus polyp"), uterine cyst ("uterus cyst") and abdominal pain ("abdominal area pain") and was found to have weight increased ("weight gain") and fallopian tube neoplasm ("fallopian tubes poyp"). The patient was treated with oral contraceptive nos, tramadol and surgery (diagbostic laparoscopy, total hysterectomy bilateral salpingo-oopherectomy., diagnostic laparoscopy, total abdominal hysterectomy, bilateral salpingectomy-oophorectomy, total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy and diagnostic c laparoscopy, total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, back pain and abdominal pain was resolving, the fallopian tube perforation, ovarian perforation, abnormal uterine bleeding, suicidal ideation, menstrual discomfort, dyspareunia, dysmenorrhoea, painful intercourse, mood swings, anxiety, cystitis, urinary tract infection, acrochordon, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, vision blurred, photopsia, weight increased, visual field defect, alopecia, dysgeusia, fallopian tube neoplasm, fallopian tube cyst, uterine polyp, uterine cyst and depression outcome was unknown and the genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, allergy to metals and dermatitis allergic had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, acrochordon, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube neoplasm, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, menstrual discomfort, migraine, mood swings, nausea, ovarian perforation, pelvic pain, photopsia, suicidal ideation, tooth disorder, urinary tract disorder, urinary tract infection, uterine cyst, uterine polyp, vaginal discharge, vaginal haemorrhage, vision blurred, visual field defect, weight increased and painful intercourse to be related to essure. The reporter commented: she had not allege with birth defects. Essure implants placed in both tubal ostia without complication, rings 4 right and rings 4 left after placement. 12 rings were in the uterus. There was no evidence of incidental uterine perforation at any point during the procedure. Plaintiff revived treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received: aka name and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), fallopian tube perforation ("my coils had perforated my fallopian tube and that my ovaries/ malposition of essure device location of device lodged in fallopian tube/migration of essure device:inside wall of fallopian tube"), genital haemorrhage ("bleeding"), suicidal ideation ("suicidal thoughts"), ovarian perforation ("my coils had perforated my fallopian tube and that my ovaries") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" on (B)(6) 2009. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2004, (B)(6) 2006), tonsillitis and adenoidectomy. Previously administered products included for birth control: ortho micronor from (B)(6) 2007 to (B)(6) 2008 and ortho tri cycle from 2006 to (B)(6) 2007; for an unreported indication: depo provera. Concurrent conditions included overweight and endometriosis externa. Concomitant products included acetazolamide (diamox) (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("that the right coils wasn't place properly/ complications at the time of essure placement procedure"). In 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), ovarian perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual discomfort ("complications from menstruation"), the first episode of dyspareunia ("severe dyspareunia"), dysmenorrhoea ("dysmenorrhea/pain during periods"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swings"), depression ("always depressed"), allergy to metals ("allergic or hypersensitivityreaction type:to the metal in the coils"), cystitis ("bladder infections"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia"), acrochordon ("skin tags"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vision blurred ("blurry vision"), photopsia ("light sin her vision"), weight increased ("weight gain"), visual field defect ("loss of peripheral vision temporary"), alopecia ("hair loss"), dysgeusia ("metallic taste in my mouth"), abdominal pain lower ("lower right abdomen pain"), back pain ("lower back right side pain"), rash ("unknown rash"), fallopian tube neoplasm ("fallopian tubes poyp"), fallopian tube cyst ("fallopian tube cyst"), uterine polyp ("uterus polyp") and uterine cyst ("uterus cyst"). The patient was treated with oral contraceptive nos, tramadol, surgery (diagnostic laparoscopy, total abdominal hysterectomy, bilateral salpingectomy-oophorectomy), surgery (total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy), surgery (diagbostic laparoscopy, total hysterectomy bilateral salpingo-oopherectomy.) And surgery (diagnostic c laparoscopy, total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fallopian tube perforation, genital haemorrhage, suicidal ideation, ovarian perforation, uterine haemorrhage, menstrual discomfort, vaginal haemorrhage, menorrhagia, dysmenorrhoea, the last episode of dyspareunia, mood swings, depression, allergy to metals, cystitis, urinary tract infection, acrochordon, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, vision blurred, photopsia, weight increased, visual field defect, alopecia, dysgeusia, abdominal pain lower, back pain, device deployment issue, rash, fallopian tube neoplasm, fallopian tube cyst, uterine polyp and uterine cyst outcome was unknown. The reporter considered abdominal pain lower, acrochordon, allergy to metals, alopecia, back pain, bladder disorder, cystitis, depression, device deployment issue, dysgeusia, dysmenorrhoea, fallopian tube cyst, fallopian tube neoplasm, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual discomfort, migraine, mood swings, nausea, ovarian perforation, pelvic pain, photopsia, rash, suicidal ideation, tooth disorder, urinary tract disorder, urinary tract infection, uterine cyst, uterine haemorrhage, uterine polyp, vaginal discharge, vaginal haemorrhage, vision blurred, visual field defect, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: she had not allege with birth defects. Essure implants placed in both tubal ostia without complication, rings 4 right and rings 4 left after placement. 12 rings were in the uterus. There was no evidence of incidental uterine perforation at any point during the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Abnormal test result- cervix, uterus, bilateral tubes and ovaries submitted to pathology for reading. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs:fallopian tube perforation, ovarian perforation, device dislocation, suicidal thoughts, abnormal vaginal bleeding, menorrhagia, mood swings, always depressed, allergic reaction, bladder infections, urinary tract infection, apareunia, skin tags, bladder problems, urinary problems, migraines, headaches, nausea, dental problems, vaginal discharge, fatigue, blurry vision, light sin her vision, weight gain, loss of peripheral vision temporary, hair loss, metallic taste in my mouth, lower right abdomen pain, lower back right side pain, device deployment issue, device monitoring procedure not performed,dyspareunia,ovarian perforation,rash,uterine bleeding,fallopian tube polyp,fallopian tube cyst,uterus cyst, uterus polyp added.reporters, patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic'), fallopian tube perforation ('my coils had perforated my fallopian tube and that my ovaries/ malposition of essure device location of device lodged in fallopian tube/migration of essure device:inside wall of fallopian tube'), ovarian perforation ('my coils had perforated my fallopian tube and that my ovaries'), uterine haemorrhage ('abnormal uterine bleeding'), genital haemorrhage ('bleeding') and suicidal ideation ('suicidal thoughts') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "that the right coils wasn't place properly/ complications at the time of essure placement procedure" on (B)(6) 2009 and device monitoring procedure not performed "she did not undergo an essure confirmation test" on (B)(6) 2009. The patient's medical history included gravida ii, parity 2 (B)(6) 2004, (B)(6) 2006), tonsillitis and adenoidectomy. Abnormal test result- cervix, uterus, bilateral tubes and ovaries submitted to pathology for reading. Previously administered products included for birth control: ortho micronor from (B)(6) 2007 to (B)(6) 2008 and ortho tri cycle from 2006 to (B)(6) 2007; for an unreported indication: mircette and depo provera. Concurrent conditions included overweight and endometriosis externa. Concomitant products included acetazolamide (diamox)(B)(6) 2011 to (B)(6) 2012, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ethinylestradiol;norethisterone (necon 10/11)(B)(6) 2009 to (B)(6) 2009, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009 to (B)(6) 2009, norethisterone (mini-pill)(B)(6) 2009 to (B)(6) 2009 and paracetamol (acetaminophen). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea/pain during periods"), mood swings ("mood swings"), anxiety ("anxiety / psychological or psychiatric problems condition: mental anguish"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia/apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), dermatitis allergic ("allergic or hypersensitivity reaction type: unknown rashes") and depression ("always depressed / psychological or psychiatric problems condition: depression") and was found to have acrochordon ("allergic or hypersensitivity reaction type: skin tags"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced dyspareunia ("severe dyspareunia / dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced allergy to metals ("allergic or hypersensitivityreaction type:to the metal in the coils") and cystitis ("bladder infections"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), menstrual discomfort ("complications from menstruation"), painful intercourse ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vision blurred ("blurry vision"), photopsia ("light sin her vision"), visual field defect ("loss of peripheral vision temporary"), alopecia ("hair loss"), dysgeusia ("metallic taste in my mouth"), abdominal pain lower ("lower right abdomen pain"), back pain ("lower back right side pain"), fallopian tube cyst ("fallopian tube cyst"), uterine polyp ("uterus polyp"), uterine cyst ("uterus cyst") and abdominal pain ("abdominal area pain") and was found to have weight increased ("weight gain") and fallopian tube neoplasm ("fallopian tubes poyp"). The patient was treated with oral contraceptive nos, tramadol and surgery (diagbostic laparoscopy, total hysterectomy bilateral salpingo-oopherectomy., diagnostic laparoscopy, total abdominal hysterectomy, bilateral salpingectomy-oophorectomy, total hysterectomy (uterus and cervix removed), bilateral salpingo-oopherectomy and diagnostic c laparoscopy, total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, back pain and abdominal pain was resolving, the fallopian tube perforation, ovarian perforation, uterine haemorrhage, suicidal ideation, menstrual discomfort, dyspareunia, dysmenorrhoea, painful intercourse, mood swings, anxiety, cystitis, urinary tract infection, acrochordon, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue, vision blurred, photopsia, weight increased, visual field defect, alopecia, dysgeusia, fallopian tube neoplasm, fallopian tube cyst, uterine polyp, uterine cyst and depression outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals and dermatitis allergic had resolved. The reporter considered abdominal pain, abdominal pain lower, acrochordon, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube neoplasm, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual discomfort, migraine, mood swings, nausea, ovarian perforation, pelvic pain, photopsia, suicidal ideation, tooth disorder, urinary tract disorder, urinary tract infection, uterine cyst, uterine haemorrhage, uterine polyp, vaginal discharge, vaginal haemorrhage, vision blurred, visual field defect, weight increased and painful intercourse to be related to essure. The reporter commented: she had not allege with birth defects. Essure implants placed in both tubal ostia without complication, rings 4 right and rings 4 left after placement. 12 rings were in the uterus. There was no evidence of incidental uterine perforation at any point during the procedure. Plaintiff revived treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received , event outcome, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and experienced severe pelvic pain and bleeding (genital bleeding) amongst non-serious events. Consumer underwent a diagnostic laparoscopy, total abdominal hysterectomy and bilateral salpingectomy-oophorectomy almost five years after essure insertion. Both pelvic pain and genital bleeding are anticipated in essure's reference safety information. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident as a surgery procedure was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.